Manufacturer narrative:
One cadd solis vip pump was returned for investigation in used condition. The customer reported product problem was verified during functional testing. The problem occurred because downstream occlusion (dso) sensor was non-responsive. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause of the non-responsiveness was unknown.

Event description:
It was reported that the downstream sensor on the cadd solis vip pump was stuck at 136 mv and produced an alarm indicating that the cassette was not attached properly. This problem was observed during testing. There was no patient involvement.